Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. A review of the right ventricular (rv) lead transmission revealed the lead exhibited intermittent t-wave oversensing (twos) on stored electrograms during ventricular fibrillation (vf) and high rate-non-sustained tachycardia episodes. High thresholds were also noted on the rv lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.